Event description:
It was reported that the patient was experiencing inadequate stimulation and frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred two months ago from date manufacturer was made aware.